Manufacturer narrative:
Product event summary # product ID# 5076-52, a medial portion was received measuring 31.5 cm. Analysis was performed and no anomalies were found, visual summary analysis of the lead indicated apparent explant damage.

Event description:
It was reported the patient has (B)(6) and implantable cardioverter defibrillator (ICD) vegetation that was seen on transesophageal echocardiogram. The device and leads were removed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID: (B)(4) implantable cardioverter defibrillator (ICD)  implanted: 2007 (B)(6), explanted: 2013 (B)(6); product ID: 6948 implantable tachy lead implanted: 2007 (B)(6), explanted: 2013 (B)(6). (B)(4).